Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a vns patient was explanted of vns therapy system due to infected lead. Follow-up with the surgeon's office indicated the generator and lead were removed due to infection. Furthermore, the cause of the infection was unknown and no cultures were taken to confirm the infection.